Event description:
It was reported that pump experienced malfunction with code malf 16 and was not resettable, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump with updated software.